Event description:
It was reported that a ptca/stent procedure was performed on a circumflex lesion that had known thrombus in the vessel. Reportedly a triple wire technique was used to successfully dilate and stent one lesion and to dilate two other lesions. Upon removal of all of the guide wires, it was noted that the tip of the last wire to be removed, became separated in the distal vessel. Subsequent attempts to retrieve the tip of the guide wire were unsuccessful. At this time, it was noted that the vessel had additional thrombus present. The pt's condition became unstable and the decision was made for the pt to have emergency bypass surgery. The tip remains unrecovered. The pt was reported to be doing fine.